Manufacturer narrative:
(B)(4).

Event description:
Complaint description: the guide wire presented damage when removed from the catheter after implantation in the patient, at the time of venous route removal. The doctor reported that the guide wire looked like an "elastic" and fell apart.

Event description:
Complaint description: the guide wire presented damage when removed from the catheter after implantation in the patient, at the time of venous route removal. The doctor reported that the guide wire looked like an "elastic" and fell apart.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.